Event description:
This complaint is against: 2 click x screws regarding screw(s) displacement at l5 and against an unknown number of: 3d click x screw heads, click x locking caps, and 1ti curved soft rod regarding pain.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated weight reported as (B)(6)lbs. Also, patient¿s height has been corrected to reflect (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on (B)(6) 2013, the patient was seen for an annual check-up and the patient stated his low back pain was stable (on percocet). The examination revealed that the patient's surgical scar was well healed and there was some tenderness over the ls vertebrae and paraspinous muscles. Rom: fb up to (B)(6) lb up to (B)(6), exi up to (B)(6) with pain. As of (B)(6), he had a smoking history of anywhere from 1/2 - 3 packs per day, with an estimated 40-pack-year history. The patient was down to less than 1/2 pack per day. An examination on (B)(6) 2013 revealed: motor exam reveals 5/5 muscle strength in the following muscle groups: deltoids, biceps, triceps, wrist extensors, pronators, finger flexors, hand intrinsics, iliopsoas, quadriceps, anterior tibialis, ehl, and gastrocs bilaterally. Normal tone and stability of all extremities with no atrophy. Normal gait. Sensory exam: intact to pinprick and light touch throughout the upper and lower extremities bilaterally. Reflexes: 2+ in the biceps, triceps, brachioradialis, patella, and achilles bilaterally. Diagnostic studies: CT scan, lumbar spine ((B)(6) 2013) revealed an ls-s 1 anterior fusion with grade I spondylolisthesis and fracture of the hardware at l4-5. MRI, lumbar spine, ((B)(6) 2013) reveal a stable grade I spondylolisthesis at ls-s 1 with postoperative changes with no herniation or stenosis. The assessment concluded fractured hardware status post lumbar fusion. On (B)(6) 2013, during an examination, assessments included lumbalgi, lumbar post-laminectomy syndrome, lumbar radiculopathy, and chronic pain syndrome.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on april 15, 2014: approximately, 3.5 months post-surgery, the patient was seen for an orthopedic follow-up visit and the physical examination was unremarkable orthopedic exam. The patient continued to complain of lower back spasms which started in the lower back and at times radiated to the upper back and scapular region. The posterior lumbar incision was well healed and approximate. Update on may 19, 2015: on (B)(6) 2013, the patient had a laminectomy lumbar and interbody fusion which consisted of a tlif revision l4-5, removal and replacement instrumentation, revision decompression, posterior interbody, fusion, and allograft, and auto graft.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 14, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013: the patient had complaints of low back pain, right leg pain and numbness.

Manufacturer narrative:
(B)(6) pre-initial surgery (2002); (B)(6) post initial surgery (2003); (B)(6) post hardware removal (2004); 2006 (B)(6); 2007 had lost 116 pounds; 2008 (B)(6) (low was (B)(6)); 2012 (B)(6) pounds. In (B)(6) 2004, the patient slipped and landed on his back and experienced pain. An x-ray on (B)(6) 2004, showed that the patient¿s back was fine. It was noted at a visit on (B)(6) 2004, the patient¿s symptoms were improving but that he still got right buttock pain down into the thigh since the fall. The patient continued to improve for several months. After a pain flare up near the patient¿s (B)(6) 2005, visit it was noted that the patient had scarring on both nerves. The patient also had a flare up around (B)(6) 2005 and a few others as well in 2005 and 2006. On (B)(6) 2007, the patient was involved in a motor vehicle accident and experienced mid-lumbar pain. Radiographically he had a solid anterior and posterior fusion at l5-s1 and possibly some early degenerative disc disease at l4-l5. An MRI done in december 2007 showed some degenerate disease at l4-l5 with mild bulging which the physician did not think was related to the car accident. On (B)(6) 2008, the patient complained of a flare-up. On (B)(6) 2012 the patient complained of pain that start back in (B)(6) 2011. Plain x-rays were done of the lumbar spine showing a solid anterior and posterior fusion at l5- s1. No other significant abnormality is seen. The MRI shows a small annular tear at l4-l5 with a slight bulging of the disc at this level. The patient had a targeted nerve root injection at l4-l5 which helped some but only lasted three months. On (B)(6) 2012, the patient was two months following an inter-transverse fusion at l4-l5 with local autogenous bone graft allograft (reconstruction) and exploration of the lumbar spine. An inadvertent durotomy was sealed and he is been coming along well with no significant lasting headache. Examination shows nothing untoward with a healed wound, and x-rays showed that the instrumentation has separated both in the absence of any significant symptoms nothing was done about this. On (B)(6) 2013, the patient was in the hospital with a pulmonary embolus from a blood clot in his left calf. He received treatment for that and sprained ankle has settled down completely and there is no pain or tenderness over the ankle ligaments. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2002, the patient was seen by a physician for low midline back pain and occasional anterior thigh pain. This had been coming on gradually over the previous several months. Had been doing some very heavy lifting at work and not sleeping well. At the time the patient weighed (B)(6). This persisted a few months and then in (B)(6) the patient had a lumbar discometric assessment. This was done at l4-l5, which was normal in all respects. Post-operatively in july, the physician thought the patient was an unstable spondylolytic spondylolisthesis of l5 in relation to s1, and that it was irritating both l5 nerve roots at the pars intra-articularis. The physician recommended fusion at that level. In (B)(6) 2002, the patient was post-operative an anterior and posterior spinal fusion l5-s1; at his six-weeks check-up on (B)(6) 2002, he was still experiencing bilateral buttock pain. He showed no abnormal neurology from nerves- l2 through to s2 inclusive. There are no root tension signs and his left shoulder shows a full range of movement, but at the extremes of external rotation and internal rotation he gets a tightness in the front of the shoulder. Radiographically his hardware is in situ with no evidence of loosening, failure or migration, and his fusions appear satisfactory. It was noted that the patient was getting a lot of headaches. Starting around (B)(6) 2003 the patient underwent physical therapy and aquatherapy for several months. The patient saw some improvement in his pain symptoms but always had some level of pain or discomfort. Radiographically, it appears the anterior and posterior fusion masses had healed and the hardware remained in place with no evidence of loosening, failure or migration. In (B)(6) 2003, the patient got pain down both legs associated with numbness, and more importantly, swelling. This had been an intermittent problem and the old problem of backache with the leaning forwards persists. The patient had gained 50-60 pounds since the surgery and was then over (B)(6) which the physician felt may be putting huge loads across the lower interspaces. The patient continued with the aquatherapy. On (B)(6) 2003, tomograms confirmed a solid arthrodesis anteriorly at l5-s1 with complete incorporation of bone graft and posterior fusion. In (B)(6) 2003 the physician had attempted a lumbar discogram but was unable to get into the l4/5 disc because of the intertransverse fusion at l5/s1. The patient continued to experience pain and the physician suspected pseudoarthrosis. The patient had completed physical and aqua therapy. It was noted there was some discoloration in both legs which tend to turn purple when they are dependent, likely due to the fact that his muscle pump just is not working normally because he is not doing normal activities. This seemed to settle after about a month, but the pain continued several more months. After continual pain, in (B)(6) 2003, the patient decided to get the hardware removed. In (B)(6) 2004 the physician concluded it would be best to remove the hardware. The patient was fused at l5/s1 both anteriorly and posteriorly, and there is no pressure on his spinal canal so the surgeon wanted to rule out the screws and rods causing the patient's ongoing symptoms. The procedure was performed in early (B)(6) 2004 that included reinforcing the fusion and filling the screw holes with bone graft. At a follow up visit on (B)(6) 2004, it was noted that the patient was feeling much better (only taking at most 1 vicoprofen a day). His wound had healed well and radiographically everything looked fine. At a follow up visit (B)(6) 2004, it was noted that the patient had relapsed a bit but was still doing much better than initially. The patient began physical and aquatherapy again. The patient continued to improve and began to lose weight as well.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012, a (B)(6) male patient had removal of posterior spinal hardware and exploration of the spine and a posterior spinal fusion, l4-l5 with pedicle screw instrumentation, allograph, and local autograph with repair to dural tear. Past medical history included unspecified back surgery in 2002 and a lumbar surgery in april 2009 with hardware removal at l5/s1. On (B)(6) 2012, it was noted that the patient has been on pain medication since his initial back surgery (2002) and that this "has no doubt made him opiate tolerant" and dilaudid by mouth was started. X-rays on (B)(6) 2012, revealed a pedicle screws on the left side to be dislodged at l4/5 from the associated rod. Post-operatively, the patient experience severe pain after and thereby sought additional medical intervention. On (B)(6) 2013, the surgical instrumentation initially implanted on (B)(6) 2012 was removed. At the time of this report, the patient continued to experience severe pain. This complaint is against an unknown number of: click x screw (s) (6.2 x 40 mm) regarding screw(s) displacement at l5 and against and unknown number of: click x screws (6.2 x 40 mm), 3d click x heads, click x locking caps, click x screw heads, and 2ti curved soft rods regarding pain. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
Added tte (B)(6)2016. Patient identifier for (B)(6). Also at time of tte, patient age was (B)(6)years, height was (B)(6)inches, weight was (B)(6)pounds, and body mass index (bmi) was (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.